Manufacturer narrative:
It has been determined that MDR ID 2134265-2015-07373 is a duplicate of MDR ID 2134265-2015-06642. Event date: updated. (B)(4).

Event description:
It has been determined that MDR ID 2134265-2015-07373 is a duplicate of MDR ID 2134265-2015-06642.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Ewolution clinical study it was reported that a thrombus was observed. In (B)(6) 2015 a 30mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. It was reported that one full recapture was performed during the implant procedure due to the position of the device being too proximal. The device was ultimately released and it was reported that it was placed distal to and spanned the entire ostium of the laa and a complete seal was observed. On an unknown date transesophageal echocardiogram (tee) revealed thrombus on the device. The patient was treated medicinally and the event was considered by the hospital as resolved.